Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 333 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The programming was correct as well. The insulin pump operated within specifications and did not need to be replaced.